Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5141108.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the leads. The patient was successfully reprogrammed initially, however, the patients leads were later explanted. No further information has been obtained despite good faith efforts.